Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4592-53 lead, implanted: (B)(6) 2002. (B)(4).

Event description:
The patient's daughter reported speaking to the physician's office and understood that the battery was dead, but had no idea when and understood that the device was never checked. She also noted that the patient had fallen about eight months earlier. The device remains in use. No further patient complications have been reported as a result of this event.